Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending investigation result.

Event description:
According to the reporter, during the lap appendectomy procedure, the first stapler did not fire correctly. The second stapler did not fire at all. There was unanticipated tissue loss of 1cm. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two handles. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instruments found no abnormalities. Functionally, the first instrument was loaded with pmv representative reloads. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. The second instrument was then loaded with post market vigilance representative reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. A review of the device history records indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.